Manufacturer narrative:
Date of event: (B)(6) 2016. Initial reporter phone number: (B)(6).

Event description:
The customer reported that the unit does self-test and then has an error code message of machine and proximal pressure sensors failed. Customer reported there was no patient involvement.